Event description:
It was reported that an alert had been generated due to this device being in safety mode. A boston scientific technical services consultant documented the reported clinical observations and informed the caller that the device needs to be replaced as soon as possible. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is being evaluated in the post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that an alert had been generated due to this device being in safety mode. A boston scientific technical services consultant documented the reported clinical observations and informed the caller that the device needs to be replaced as soon as possible. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that an alert had been generated due to this device being in safety mode. A boston scientific technical services consultant documented the reported clinical observations and informed the caller that the device needs to be replaced as soon as possible. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in the post market quality assurance laboratory. This report will be updated when evaluation is complete. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, and the clinically-observed reversion to safety mode operation.